Manufacturer narrative:
E1- phone number :(B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that during a therapeutic hernia repair surgery the insufflation from the high flow insufflator began normally, then no gas flowed, at which point it was noticed that the co2 line was not connected to the ceiling unit. The line was connected and the device began delivering carbon dioxide normally. During anesthesia it was noticed that the patient¿s saturation dropped to 88. The pressure limit was then checked and it was observed that the intra-abdominal pressure showed 48 mmhg on the display. Gas flow was shut off immediately. The event resulted in a delay of less than 30 minutes. There was no patient injury or medical intervention associated with this event.